Event description:
Per journal article received on 01/04/2011, the pt sustained a second-degree dermal burn of the shoulder region which was noticed after arthroscopic acromioplasty and rotator cuff repair. The burn complication occurred from surgery performed sometime in 2004 to 2008. The complication was not recognized at the time of surgery, but rather, presented clinically 1 week postoperatively at the time of portal suture removal. The burn was described as 0.5 inch linear streak oriented according to gravity in the lateral decubitus position. The burn was located on the pt's anterior aspect of the shoulder. Reportedly, the origin of this burn appeared to be in a location corresponding to where effluent coming from the end of the ablator's outflow tube would land on the skin. The physician reported he most commonly performs shoulder arthroscopy with the pt in the lateral decubitus position, and therefore, he had not previously found a need to attach the outflow tubing (suction line) of the super turbovac vented bipolar rf device to suction (hospital vacuum source).

Manufacturer narrative:
Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed. The instructions for use for the device has the following warning: caution: failure to attach the suction adapter may cause thermal injury to the physician or pt.